Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. This medwatch report is related to MDR 2122870-2013-00609.

Event description:
The customer reported ind (indeterminate) flags and no value for troponin I (access accutni) results, for three patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrators. The customer stated relative light units (rlu¿s) initial values would be between 3,000 and 5,000 with ind flag then would increase to 11,000 to 12,000 once repeated. The customer noted the event log had sample counts outside limits system errors for the affected samples. Subsequent testing of the patients¿ samples on the original access 2 instrument produced numerical, reportable results for all three patients. The original results were not released out of the laboratory. There was no patient impact associated with this event. The patients¿ samples were collected by the emergency room (ER) staff into 12x75 becton dickinson (bd) lithium heparin gel tubes and centrifuged in a statspin centrifuge. The samples were full collections with no evidence of fibrin. Quality control (qc) is performed once every twenty-four hours and was within specification at the time of the event. Beckman coulter customer technical specialist (cts) performed troubleshooting with the customer and discovered one of the fittings on top of the substrate bottle cap was loose. The customer tightened the fitting and resolved the issue. System check passed within specification. The instrument was returned to normal operation. This is report one of two referencing the patient on the event date noted.